Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced bloating, pain in the abdomen and difficulty breathing during dwell one of four. The patient was connected to the homechoice device at the time of the events. Renal therapy services (rts) assisted the patient to perform a manual drain, the drain volume was unknown. The patient reported they felt better, and would follow up with the pd nurse. Rts initiated a swap of the device and continuous ambulatory pd therapy was discussed. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. A short, simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. Based on additional information received, the homechoice device was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.